Event description:
It was reported that right ventricular (rv) lead exhibited high out-of-range impedance measurements. No adverse patient effects were reported. The associated pacemaker was reprogrammed. No surgical intervention was performed, and the patient will be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).